Event description:
It was reported that the shaft of the catheter was separated. A 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was used to treat the target lesion located in the moderately tortuous and moderately calcified superficial femoral artery. During the procedure, while withdrawing the balloon catheter inside the patient, it was observed that the shaft of the catheter was separated at 25cm from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation, however, the balloon protector cap was not returned for analysis. No damage was noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken at 236 mm distal to the distal end of the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft of the catheter was separated. A 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was used to treat the target lesion located in the moderately tortuous and moderately calcified superficial femoral artery. During the procedure, while withdrawing the balloon catheter inside the patient, it was observed that the shaft of the catheter was separated at 25cm from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).